Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event date unknown date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected: device report from synthes reports an event in australia as follows: device removal occurred (B)(6) 2019. All hardware was successfully removed. Patient was revised to a competitors product. Patient was stable and recovering.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in country as follows: it was reported that removal of broken femoral recon nail at (B)(6) hospital. Report to address breakage of implant. Implant has broken proximally at the level of the caudal hip recon screw hole. Implant insertion originally performed on (B)(6) 2019. Implants: 12 x 130-degree x 360mm frn, 80mm and 95mm 6.5mm recon screws, 42mm x 5mm locking bolt distally. 2 x cable implants are present on the proximal femur. Patient went through revision surgery. Patient condition is unknown. Concomitant devices reported: unknown screws (part #: unknown, lot #: unknown, quantity #: unknown), unknown bolt (part #: unknown, lot #: unknown, quantity #: 1), unknown cable (part #: unknown, lot #: unknown, quantity #: 2). This is report 1 for 1 pc-(B)(4).